Event description:
The FDA notified gore that a (B)(4) was submitted on (B)(6) 2015, reporting that a gore® viabil® biliary endoprosthesis stent wire fractured during device removal on (B)(6) 2015. Initial attempts at removing the remaining proximal portion of the device were unsuccessful. However, in the same procedure the physician successfully removed the device using grasping forceps under direct visualization following dilation of the stent and sphincterotomy site with a 12 mm balloon. Post removal cholangiogram confirmed normal ductal appearance and resolution of the common bile duct stricture. No patient concerns were reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The endoprosthesis under investigation was returned to w.l. Gore & associates. The delivery catheter was not returned. The stent graft is partially unraveled, and it appears that the stent wire is broken.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.